Event description:
It was reported that the knifelight broke at the tip during a case. The piece was recovered and the patient was not harmed.

Event description:
It was reported that the knifelight broke at the tip during a case. The piece was recovered and the patient was not harmed.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The visual investigation showed that parts of the transparent surrounding were broken. The breakage of the transparent surrounding was caused by too strong forces in terms of a bending overload during use of the device. There corrosion found on the working part of the device as well, which clearly indicates that the device was used. Based on the performed investigation, no indications were found for any systematic, design or manufacturing related issue.